Manufacturer narrative:
The reported event that curved plate, 5 holes, right was alleged broken could be confirmed, since the returned device matched the reported failure. Based on investigation, the root cause was attributed to a patient related issue. Analysis of the returned device show that the fracture pattern is consistent with overloading of the device. Moreover, it was reported that the patient fell 2.5 weeks after surgery and, from the patient details, it was possible to calculate the bmi index, which indicated the patient weight to be in the obese region. Based on the evidence above the breakage was caused by an overloading of the plate due to the fall of the patient. Note as stated in the IFU (90-03300): contraindications: obesity. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. '' [original statement(s)]. Operating warnings and precautions: the surgeon should discuss with the patient the expectations of surgery inherent when using the medical implant. Particular attention should be given to post-operative treatment, and the necessity for periodic medical follow-up. Surgeons should also discuss the finite life of the device and the need to protect the implant post-operatively. Screw and plate implants are designed to function only until normal bone healing is completed (usually 6-10 weeks). Delayed healing, non-union or subsequent bone resorption or trauma may lead to excessive stress on the implant(s) and result in loosening, bending, cracking or fracturing.'' [Original statement(s)]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by the surgeon: on thursday I will remove a broken 5-hole plate (variax foot) again. The plate was implanted one week ago and the patient explained that he did only do one brief weight bearing step. It was clarified by the surgeon, the patient sustained a stroke some years before and was mobile in a wheelchair, however, he tried to walk on crutches. He slipped 2.5 weeks after surgery. An ortho wedge shoe was applied post operatively, partial weight bearing allowed with 20kg.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the surgeon, "on thursday I will remove a broken 5-hole plate (variax foot) again. The plate was implanted one week ago and the patient explained that he did only do one brief weight bearing step. It was clarified by the surgeon, the patient sustained a stroke some years before and was mobile in a wheelchair, however, he tried to walk on crutches. He slipped 2.5 weeks after surgery. An ortho wedge shoe was applied post operatively, partial weight bearing allowed with 20kg.